Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had twiddled their implantable cardioverter defibrillator (ICD) causing both of the right atrial and right ventricular leads to dislodge. Surgical intervention was performed and the ICD was repositioned and resutured to the muscle. No additional adverse patient effects were reported.